Event description:
It was reported that the patient developed an infection in the blood. Cultures were taken and staph aurreus was identified. The implantable pulse generator (ipg) system was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.